Event description:
During a training class and on a priming loop, the console stopped pumping after approx. 15 minutes. Abiomed field service examined the console and isolated the problem to a short circuit on the inverter board. A loose screw was found wedged between the board and the closure. This component is received from an outside vendor. The inverter was replaced and the problem resolved. There was no pt involvement.